Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there were multiple loss of prime issues with the same cartridge. The reporter stated that they had inadvertently infused some insulin while priming the pump, but didn't state the amount. The reporter also said that the patient was feeling like they had a low blood glucose, but did not provide any specific values or symptoms of hypoglycemia. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.